Event description:
Account reports incidents in which separation of the injection site is occurring. Reporter did not know if a needle lock device or a straight needle is being utilized. Reporter stated the reported device has a white shrink band, and added there was no patient compromise reported.